Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the ligator head returned with all the bands attached and some them were overlapped. The trip wire was secured and the slack was correctly taken up. It was noticed that the trip wire was kinked. Further inspection shows that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. The ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the kink in the trip wire could have been generated due to user manipulation or technique used during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a egd going to band esophageal varices procedure performed on (B)(6) 2021. During the procedure, the first band was able to be deployed but when attempting to deploy again, the knob on the banding kit was stiff and did not want to turn and deploy any other bands. The procedure was completed with another speedband superview super 7 device. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a egd going to band esophageal varices procedure performed on (B)(6) 2021. During the procedure, the first band was able to be deployed but when attempting to deploy again, the knob on the banding kit was stiff and did not want to turn and deploy any other bands. The procedure was completed with another speedband superview super 7 device. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.